Event description:
It was reported that two cdh33's were used during a coloproctostomy, closure of end sigmoidostomy. It was reported by the affliate that the first instrument, the anvil shaft connected/locked with a trocar very difficult and the firing was not completed properly. A second cdh33 was used and, after firing in the stapler line, found the dehiscence (4/5 of the bowel diameter). The surgeon hand sutured the anastomosis. 10/02/1998 message from affiliate. The incomplete staple line occurred with both devices.